Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1387, software version: 5.0.1. H3, h6) software data was received and analysis confirmed the reported event. In summary, no software failures were detected. The images were indeed rotated, and the following error message was displayed: "one of the fluoro images was automatically rotated. Verify that fluoro image orientation matches the CT image orientation. If not, check the 3d marker orientation and acquire new image.". Codes b01, c19, and d14 are applicable. H6) multiple annex a codes were applied to capture this event. A13 captures the error message while a11 captures the upside-down annotations on the edges. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that while in surgery, the site took registration shots and the system prompted an error stating "images have been automatically rotated". The site reported the anatomy appeared as intended, but the annotations on the edges were upside down. The site continued with registration. There was no impact to patient's outcome and there was no surgical delay time.